Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the hospital and the lead was noted to be fractured. At pre-op check the lead exhibited high impedance measurements and loss of capture. The first onset of the electrical anomalies were unknown. The lead was successfully capped and replaced. The patient was in stable condition before, during and post surgery.